Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir compartment was broken and that the reservoir could not be held. The customer reported that a piece broke off from the reservoir compartment and that they did not know how the damage occurred. The customer stated that the piece that came off was like a ring at the top where the reservoir screws in. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.